Event description:
A non-healthcare professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced myopic refractive surprise. The patient had right eye yttrium aluminum garnet (yag) but no improvement in vision. Sent for second opinion, potentially need laser touchup. Additional information has been requested and no further information received.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is: (B)(4).